Event description:
Information was received indicating that a smiths cadd solis hpca ambulatory infusion pump displayed an issue delivering the correct programmed dose. It's unknown if there was patient involvement. There was no reported injury or adverse events.

Manufacturer narrative:
One cadd solis hpca pump was returned for analysis in good condition. The device's event log was unable to be downloaded. The customer's stated problem was verified. The pump was inspected and found the downstream occlusion sensor seal cracked. A crack seal can cause the pump to have issues with delivery accuracy. Further investigation of the pump determined that a crack seal was the cause of the issue. The downstream occlusion sensor will be replaced.